Event description:
It was reported that the lens in the pt's left eye appears to be rotated off axis approximately 18 degrees and sitting anteriorly producing myopia. Repositioning of the lens was performed ((B)(6) 2013). The pt's "ucdva" after the intervention was 20/200. It is to be noted that one day post op the pt had rubbed his eye.

Manufacturer narrative:
The intraocular lens remains implanted. Therefore, it is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.